Manufacturer narrative:
The product was expected, but to date, it has not been received for analysis. Add'l info will be submitted within 30 days of receipt.

Event description:
The orbit mini complex fill 2x2 coil stretched within the micro catheter before deployment in the aneurysm, and there was no adverse pt consequence reported since the surgeon could not use the product.